Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 583 mg/dl at the time of incident. Customer's other relevant blood glucose level was 129 mg/dl, 351 mg/dl, and 526 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also took manual shot. Customer experienced symptoms such as nausea vomiting and sore mouth as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.